Manufacturer narrative:
The root cause of the errors on the master tool manipulator (mtm) is due to the grip lever and spring.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported (left grip not working) was confirmed and replicated. In artemis, the grip error found indicating grip registering confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where calibration was found to be failing during grip cal. Once testing was completed, the grip levers and spring was tested and was verified be the source of the fault. As a result of these findings, failure analysis was able to conclude that the grip levers and spring was found to be the root cause of the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to mechanical defect of the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the surgeon could not control universal surgical manipulator (usm) 2. The tse found error 23008 indicating master tool manipulator left (mtml) 2 grip failure. The csr stated that the other surgeon side console (ssc) worked normally. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with csr and obtained the following additional information: on one of the sscs, the instrument was unable to move, and the message "match instrument grips" was showing above arm pod on usm 2. The surgeon was able to take control of usm 2 after passing controls back to the other ssc.